Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
It was reported that during a rectum procedure, could not open the jaw. During the surgery for rectal cancer, the device could not open after firing. There was no report on the patient injury.

Manufacturer narrative:
(B)(4). Corrected data: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: was the device locked on tissue with the jaws closed? Yes. Did the jaws eventually open? Opened manually with big force.